Manufacturer narrative:
The airseal ifs unit was returned to conmed on 11-jul-2016 for evaluation and found the unit was received with the inlet filter was missing and the receiver housing was worn and required replacement. The unit would not power on due to burned fuses. For thoroughness, the airseal unit was returned to the legal manufacturer for additional evaluation and testing. Received information confirmed the initial findings. The fuses and all inlet filter parts were replaced. Preventative maintenance was performed and the firmware was upgraded. The exact cause of the reported problem was unable to be determined. However, the poor condition of the returned unit gave an indication of excessive usage and/or misuse of the device. This unit was manufactured on 29-aug-2014 with no previous repair history found. A review of the adverse event history for this device shows this is an isolated incident. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device has not yet been returned.

Manufacturer narrative:
As reported, the device is expected to be returned for evaluation. However, as of this filing, the device has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The customer reported that during use of the airseal ifs, 110v in a robotic-assisted laparoscopic surgery, the unit powered off while in use. Received information revealed that it was a long case and the incident of the unit powered off occurred near the end of the procedure. The surgeon elected to convert the robotic case to an open surgery and the procedure was otherwise completed successfully. The reporter also indicated that he could not be sure as to the reason why the surgeon decided to convert the robotic case to an open procedure, but did indicate that it was most likely due to the surgeon's preference and not necessary due to the fact that the airseal unit was powered off. Despite the follow-up attempt, no information regarding patient demographics (sex, weight and age) was provided. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.